Manufacturer narrative:
Device analysis report attached. This report is submitted on june 21, 2023.

Manufacturer narrative:
This report is submitted on april 3, 2023.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma. The device was explanted on (B)(6) 2023, and the patient was re-implanted with a new cochlear device during the same surgery.